Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,4.1mm,sbm,8 (tsv4b8) and mount were returned for investigation. Visual inspection of the as returned product identified signs of use and damage to the implant from the removal process. The mount was fractured at the hex and the fractured piece was inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event (fractured mount). A pre-existing condition noted on the per form was in good health. Bone density was low density (type iii). The reported device was located on tooth #46 (fdi). The device was implanted and explanted on the same day. DHR review was completed for the subject lot number 1252658. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1252658 for similar event and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : mount. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when trying to remove mount from implant after implant placement, mount hex connection fractured. Implant had to be removed. Edema and inflammation were reported as a result of the event. Tooth location 46.